Event description:
A customer reported a system message displayed during a procedure. The message could not be cleared so the system was exchanged to complete the case. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported. The host module was replaced. The system was then tested and met all product specifications. The host module has been received and in-house testing is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).